Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02145. It was reported that a burr became stuck on wire. A burr and 330cm rotawire¿ were selected to treat the severely calcified lesion. During withdrawal, it was noted that the burr got stuck with the rotawire¿. The devices were removed as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.